Event description:
Information was received indicating that this smiths medical cadd solis vip pump had cassette issues. No adverse effects reported.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was intact. The customer stated problem was not duplicated, however multiple error were observed multiple times in the device ehl (event history log), related to the dso (downstream occlusion sensor). Replaced the dso sensor for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.